Manufacturer narrative:
The actual device involved in the incident was not made available for eval. The reporter proved a copy of the device event history log to the MFR for clinical review. Clinical review found that the pump operated as expected and as programmed. The clinician programmed the infusion with a dose of 120 mcg/kg with a pt (B)(6) for one infusion. This infusion ran for approx 4 minutes with a bolus dose infusion of 500 mcg/kg delivered for 1 minute. The total volume of medication delivered for this infusion was 7.591 ml. The clinician programmed the infusion with a dose of 150 mcg/kg with a pt (B)(6) for one infusion. This infusion ran for approx 3 minutes with a bolus dose infusion of 500 mcg/kg delivered for 1 minute. The total volume of medication delivered for this infusion was 0.498 ml. On (B)(6), a generic infusion mode was used. Thus, the user is by-passing all safety limits for the infusion/s. The plunger driver was pulled outward during an infusion multiple times on (B)(6). The infusion stops for safety reasons when the plunger is pulled outward during an infusion. All infusions were programmed using a "user ID" of 0. The time given by the customer is exactly one hour different than the time logged in the pump; likely due to daylight savings time. As per direction received from the FDA on 12/09/99.

Event description:
.